Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing causing atrial pacing and termination of ongoing episodes was noted on electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.